Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip (side not reported) was revised after a review of x-rays showed the insert selected and implanted the day previously was not the correct size for the procedure.

Manufacturer narrative:
An event regarding an incorrect selection involving an adm liner was reported. The event was confirmed following a review by a clinical consultant. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: patient underwent a revision tha on (B)(6) 2018, review of the post operative x-ray revealed an incorrectly sized implant had been placed necessitating revision. This was performed the following day. Single undated ap and lateral x-rays of a revision tha show a femoral head that does not appear to be seated within the mobile bearing acetabular insert. Device history review: indicated all devices accepted into final stock with no relevant discrepancies. Complaint history review: there has been no other similar events for the lot referenced. Conclusions: a review of the provided x-rays by a clinical consultant concluded: "the primary harm involved is placement of incorrect size tha implant there is no evidence for defect in the implants or their manufacture." If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's hip (side not reported) was revised after a review of x-rays showed the insert selected and implanted the day previously was not the correct size for the procedure.